Manufacturer narrative:
Additional information:d10, g4, g7, h2, h3, h6, h10. The device was not returned for evaluation. The DHR was unable to be reviewed due to the lot number was unavailable. A failure analysis and determination of root cause is not possible due to product has not been returned. The reported complaint is unconfirmed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The injection needle was blocked by a metallic fragment: the medical staff tried to unclog the needle for 2 hours and then managed to uncork the needle and a small metallic fragment was observed. The patient had a history of losing her voice for 6 months due to unilateral recurrent paralysis. The patient had the injection of fat into the vocal cord as a procedure. The surgeon confirmed the patient was under general anesthesia for 2 hours with no patient consequences. At the end, the patient recovered and satisfied as she retrieved her voice.